Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 65.1 mm in diameter fusiform abdominal aortic aneurysm was reported with an infra-renal angle of 11.2 degrees. Proximal aorta was 23.6 mm in diameter and 60.8 mm in length. Distal aorta was 31.4 mm in diameter. Right iliac artery was 15.9 mm in diameter and the left iliac artery was 13.6 mm in diameter. The right femoral artery was 10.7 mm in diameter and the left femoral artery was 9.6 mm in diameter. The right and left iliac arteries were mildly tortuous with 0% stenosis. The circumferential aortic mural thrombus/calcification at the proximal neck was 10%. It was reported approximately one year post index procedure the patient had an ultrasound which indicated that the aneurysm was 56 mm in diameter and there was an unknown type iii endoleak. There was a patent stent with a minor type iii endoleak observed; which was left uncorrected. The investigator assessment stated that the event was related to the study device; however it was not related to the study procedure. It was reported 29 months post index procedure the patient had an ultrasound which indicated that the aneurysm was 56 mm in diameter and there was a technical observation of an unknown type iii endoleak. There was a patent stent with a known type iii endoleak observed; which was left uncorrected. A CT was 14 days later and there was no evidence of any endoleak. The endoleak has resolved. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. It was reported that the patient expired. The death report is not available. No other information was provided.

Event description:
Additional information was received. The investigator assessed the death as not procedure related.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); (cause of the unknown type iii endoleak which self-resolved is uncertain). Evaluation, conclusion: (cause of the unknown type iii endoleak which self-resolved is uncertain).